Manufacturer narrative:
D9): the device was returned to the manufacturer on 17jan2023. G3): the device evaluation and investigation were completed (B)(6) 2023. H3): a kink was observed approximately 30 inches from the turbo elite''s distal tip. A breach with broken fibers was confirmed at the location of the kink. Black burn marks were visible on the broken fibers. The outer jacket was melted and wrinkles were present at the location of the breach. H6): historically, the manufacturer has observed this failure when excessive forces are applied to the device''s working length. The device becomes kinked and the broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. This failure has been determined to be a use related failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the patient's distal posterior tibial (pt) artery. The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. During use, a tear was noted in the working length of the catheter. The turbo elite was removed from the patient, and the procedure was completed using balloons and other devices with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
Patient's date of birth, age unknown. Patient's gender unknown. Patient's weight unknown. Patient's ethnicity/race unknown. Relevant tests/laboratory data unknown. Other relevant history unknown. The device was not returned, thus no investigation could be completed. Since the device was not returned, the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.